Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms were observed. No interventions were planned or undertaken and the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the pacemaker and rv lead exhibited loss of capture (loc) and sensing issues approximately seven months later. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that undersensing was observed. The root cause of the observations was not determined and the physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.